Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the hospital for a generator change, prior to the procedure, it was noted the right atrial lead was sensing noise and had polarity switches. The physician was aware of the issue, and no revision was performed. The patient was in stable condition.